Event description:
During a ptca procedure the balloon ruptured at 6 atm (2 atm below 8 atm burst rate) on the first inflation. No intervention or pt complication was reported. However during evaluation of the returned product a perforation in balloon was observed with a resulting jetstream type leak. Although no jetstream leak was reported in this case, it has been determined that this type of leak may cause injury if it were to recur.